Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app not working was reported. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be potential patient misuse. The reported event of the app not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.